Event description:
During follow-up, sensing noise and decreased defibrillation impedance were observed on the right ventricular (rv) lead. Additionally, an over current detection (ocd) alert was received. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
During follow-up, sensing noise and decreased defibrillation impedance were observed on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.